Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) over 500 mg/dl with vomiting and large ketones associated with an alleged a load step malfunction. Reportedly, the patient discontinued pump therapy and was treated by a healthcare provider and received insulin via injection, intravenous (IV) fluids and food and/or drink as treatment. During troubleshooting with customer technical support, it was revealed that the pump was not priming the tubing during the load step and the review of the pump¿s prime history showed that the patient needed greater than 10 units of insulin to prime the tubing which was more than usual. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, there was evidence of a large prime volume observed in the prime history. The black box showed the pump was manually suspended and manually resumed. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 5.00u normal (p) bolus on (B)(6) 2017. There was no debris observed in the cartridge compartment. The ez-prime steps were performed correctly; 100u cartridge was correctly loaded and displayed on the screen. The pump was detecting the correct force. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No hypersensitive or stuck keys observed on the keypad. The pump cover was removed and the force sensor pins seated and solder connections intact. There was no evidence of internal moisture, contamination or cracked force sensor traces observed. No damage or moisture found on the keypad flex connector.